Event description:
According to the reporter, during an open removal of lesion procedure, while closing suture, the doctor had the hardest time getting it closed and had to open three of the sutures because every time the suture would be pulled to tie knot, the suture would break. That even the scrub tech pulled the skin together so it would be on less tension. In addition, one of the needles bent so bad that the doctor could no longer use it. The doctor reinforced with a ton of other sutures for incision to stay together. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.